Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, " replace sensor," when scanning the adc freestyle libre sensor. The customer reported "staring" and not being responsive, shaky and was unable to treat themselves. Hcp contact was made and a reading of 38 mg/dl was obtained on the hcp meter and the customer was diagnosed with hypoglycemia. The customer was treated with oral glucagon and fruit juice. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message, " replace sensor," when scanning the adc freestyle libre sensor. The customer reported "staring" and not being responsive, shaky, and was unable to treat themselves. Hcp contact was made and a reading of 38 mg/dl was obtained on the hcp meter and the customer was diagnosed with hypoglycemia. The customer was treated with oral glucagon and fruit juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Senor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Removed sensor plug assembly and performed a visual inspection, and no issue was observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.